Event description:
While doing an arthroscopy of the knee, the debrider was used along with a 4.0 mm full radius burr. After using the debrider for a short time, there appeared to be some metal shavings in the left knee. The burr was replaced. Shavings were suctioned out by surgeon.